Event description:
It was reported that pump experienced malfunction with malfunction code 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, malfunction recurred, and customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump.